Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Investigation summary: customer returned (1) bd pen needle without a tear drop label attached (used). Consumer reported needle blocked. The returned sample was examined and exhibited a bent non-patient end cannula, likely caused by improper attachment to a pen injector by the user. No manufacturing defects were observed on the returned sample. Unable to perform DHR review due to unknown lot number for clog. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - the bent needle on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was blocked (as reported). Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that a needle clog occurred with a unspecified bd pen needle. The following information was provided by the initial reporter, "needle blocked".